Manufacturer narrative:
(B)(4). Concomitant medical products: item#:42532007501;tibia cemented 5 degree stemmed left size f; lot#:63473930, item#:42500606601;femur cemented posterior stabilized (ps) standard left size 9; lot#:63437922, item#:42540200038;all-poly patella cemented 38 mm diameter;lot#:63507926, item#:42512600712;articular surface fixed bearing constrained posterior stabilized (cps) left 12 mm height use with tibia sizes e-f / ps femur sizes 6-9; lot#:63439952, item#:42557000114;stem extension tapered cemented 14 mm diameter +30 mm length; lot#:63521997, item#:42509902525;2.5 mm female hex screw 25 mm length; lot#:63469852. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00118.

Event description:
It was reported patient underwent left total knee arthroplasty and subsequently, patient is experiencing pain and swelling 4 years post-op. MRI shows tibia is loose and lifted unknown centimeters.

Event description:
Upon reassessment of the reported event, it was determined that adequate information had not been provided to confirm that this product was manufactured by zimmer biomet. The initial report was filed in error.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that adequate information had not been provided to confirm that this product was manufactured by zimmer biomet. The initial report was filed in error.